Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of sound. The recipient reportedly experiences disorientation, nausea and anxiety when using both implants at same time. External equipment was exchanged and programming adjustments were made, however the issues did not resolve. The recipient was instructed to cease device use.

Manufacturer narrative:
Additional information: sections: b.3, d.6b. D.9. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section: b.6. Advanced bionics considers the investigation into this reportable event as closed. Device testing revealed results within normal limits. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.